Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had buttons were not responding properly. Customer confirmed that up, down and action need very hard presses to respond. Customer confirmed that insulin pump was not dropped or exposed to any fluid or change in attitude. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.